Event description:
Technical services received a call on 01/04/2012 from sales rep. Threshold is 2.8/0.7 for active lead which rep thought was 1226t. Patient had chb and they are trying to determine whether or not to continue using the existing lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).